Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) , ubd: 19-aug-2024, UDI#: (B)(4). H3. Analysis of wr9200 ( serial no # (B)(6) revealed " led's scroll continuously and device is unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's (pt) representative (rep) regarding an external devices, wireless recharger (wr). The reason for call was pt rep reported that the wireless charger battery indicator lights were continuously scrolling green and wouldn't stop, due to this issue the pt wasn't able to use the wr to charge their implant. Pt rep noted that implant was at 75%. The circumstances that led to the reported issue were asked but unknown. During call pt rep did hard reset of wr on and off the dock but the issue persisted. Green light was coming onto the dock. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the dock charging cord, dock and the wr (pt rep mentioned when they spoke with manufacturer (manu) rep, (B)(6) about the issue the manu rep told pt rep to ask that all the equipment be replaced because the pt has had the same issue before in the past, pt rep said this was the third time pt has had this same issue with the wr in the last few months) .